Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for spinal pain indications. The caller (rep) reported the patient (pt) was having issues charging their ins for about the past 3-4 weeks. Caller also reported pt's ins has been depleting at a faster rate and this also began about 3-4 weeks ago. Caller stated pt's ins has been depleted for the past 2 weeks. Caller stated pt was charging their ins for 60 minutes (recharging excellent) and the ins battery level did not increment. Caller stated they attempted to charge again today and was recharging excellent for 45 minutes and the ins battery level did not increment. Pt was also on the call and mentioned that they have fallen at least 6 times within the past year. Pt stated they used to not be able to physically feel the ins in their body and now, they said they feel as though the ins is closer to the surface of their skin. Pt commented that at one point it felt as though the ins was tilted and possibly almost flipped in the pocket. Tss instructed caller to reset the controller and reinitiate a recharge session. Caller confirmed they began passive recharge mode and after a couple minutes was recharging excellent. Caller confirmed the ins incremented to 30%. The troubleshooting steps that were taken on the call resolved the issue.